Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) dog for heart failure via pediatric paddles, the device failed to discharge. The complainant indicated that the dog was shaved as best as it could be however excessive artifact was present. Zoll medical corporation believes there may have been poor contact, however the device has not yet been evaluated.